Event description:
It was reported that the bladder of an infusor sv2 ruptured. It is not specified when in the process this occurred or if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified the ruptured bladder. Microscopic inspection found markings on the exterior surface of the rupture line which are an indication of exterior surface damage. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.